Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim the warehouse teacher reported and fed back that the internal medicine nurse found that the product did not flow during use; the affected quantity is 1, and 1 sample from the same batch can be returned. No photos are provided. Green claims are required, complaint reply letter is required, and complaint receipt letter is required.

Manufacturer narrative:
Investigation result: one 2000e china sample from lot: 24025030 was received in sealed packaging for investigation, in which the customer has stated: "the warehouse teacher reported and fed back that the internal medicine nurse found that the product did not flow." One shu guang jian shi IV line was also received for investigation in sealed packaging. The returned sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and the returned shu guang jian shi IV line. In both instances, no occlusion or flow restriction was noted. A visual inspection of the smartsite and the luer tip of the shu guang jian shi IV line also did not find any features known to hinder the activation of the smartsite piston such as flash or sharp edges. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot: 24025030 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
Additional information: please confirm the make and model of the connecting product(s)? Closed, needlelike intravenous catheter, simma, 383715. Please confirm how the fault was identified? Clogged catheter detected before puncture during deflation. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No damage. Please confirm what substance was being infused during the time of the event? Saline please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Detected during start-up.